Manufacturer narrative:
The complaint was not confirmed, since the device was not returned for evaluation and no other evidences were provided. Upon further investigation of the CT scans by healthcare professionals the following was observed: the one plane only does not provide enough information to include or exclude details here. Therefore, information is insufficient. The tibial component shows a little bit of radiolucence. Loosening is likely, but there is insufficient information given with this one plane only. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. More detailed information about the complaint event must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
The digital stryker prophecy team received a report indicating the need for a revision. The surgeon will be revising both the tibial and talar components.

Event description:
The digital stryker prophecy team received a report indicating the need for a revision. The surgeon will be revising both the tibial and talar components.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report. H3 other text: the device remains implanted.